Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Pain and infection are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of pain and infection are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced scrotal pain. A revision surgery was performed, during which the physician confirmed an infection. The device was explanted and replaced. No further complications were reported.